Event description:
It was reported a spectrum iq over infused and the patient subsequently went into cardiac arrest. The patient was receiving levophed 45mcg/minute with a volume to be infused of 225ml of a 250ml bag. The ¿bag ran dry¿ after an unspecified amount of time. It was not reported how long the bag was dry before the medical staff observed the empty bag. The patient ¿coded¿ (i.e. Went into cardiac arrest). Although treatment was not reported, it is reasonable to conclude that medical or life sustaining intervention was required. The patient ¿recovered from the event¿ and was ¿sent to a higher level of care¿ in the same hospital. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.